Manufacturer narrative:
(B)(4). Approximate age of device - 1 years, 10 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, when the patient turned onto their side in bed, low flow alarms with a speed drop to zero occurred, which resolved when the patient returned to their back. The event occurred while the lvad was on power module support. The patient was reported to be asymptomatic. X-rays images of the driveline were taken but were of poor quality. As of (B)(6) 2017, the patient was at a rehabilitation center and was utilizing either an ungrounded patient cable with the power module or battery power due to a suspected short-to-shield condition. A long term decision has not been made regarding moving forward with an external driveline replacement procedure. No subsequent pump stoppage events have been reported. No additional information was provided.

Manufacturer narrative:
The reported pump stoppages and low flow hazard alarms were confirmed through the review of the system controller log files submitted by the hospital. The first submitted log file contained data from (B)(6) 2017 at 04:52:12 through (B)(6) 2017 at 11:59:53. Pump stoppage events were captured on (B)(6) 2017 while the patient was connected to the power module. These events were associated with low speed hazard and low flow hazard alarms. Additionally, there were two other low flow hazard alarms captured on (B)(6) 2017 at 20:34:52 and on (B)(6) 2017 at 07:11:17. The second submitted log file contained data from (B)(6) 2017 at 18:46:51 through (B)(6) 2017 at 11:37:04. The low flow hazard alarm was nearly constant from 10:22:12 through 11:37:04 on (B)(6) 2017. The pump speed remained above the low speed limit for the duration of this file and no other atypical alarms were captured. A specific cause for these low flow hazard alarms could not conclusively be established through this investigation/ based on past experience with the heartmate ii lvas and similar reported events, the low flow hazard alarms and pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. However, the lvad was not available for evaluation. Therefore, a direct correlation between the device and these findings could not conclusively be established. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that constant low flow alarms had occurred on (B)(6) 2017.